Manufacturer narrative:
An event of stent post deformation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The device was returned for analysis. The device was returned in a dehydrated state precluding functional testing. No other anomalies were noted. Based on all available information, a cause for the reported stent post deformation could not be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor valve was selected for implant. During the procedure, the first deployment of the valve was too shallow, so it was recaptured. The recapturing was started in the annulus and then tried to move back to the ascending aorta to recapture it some more. It was noticed that the pigtail had gotten caught in the end of the stent tines. The pigtail was removed and the system was brought to the descending aorta to finalize the recapture with the micro adjustment wheel. It was noticed that the built in kink was very pronounced. It was noticed that the retainer tabs appeared very bunched and deformed in the receptacles. It was decided to use a new 35mm navitor valve and delivery system, which was successfully implanted. The patient remained hemodynamically stable throughout the procedure.